Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On october 20, 2006 the patient contacted lifescan alleging that her one touch basic enhanced meter was prompting the "redo check" message. The senior medical affair's specialists mailed a letter since the patient could not be reached for clarification/additional information. The smas listened to the recorded call on october 30, 2006. On an unspecified date and time, the patient had been unable to obtain blood glucose results while experiencing sysmptoms of shakiness, dizziness, and eventually passing out. Her husband had administered "sugar" and turned the fan on to comfort her. She had attempted to test before, during, and after experiencing symptoms; however according to the patient, the "meter was non-functional." On an earlier date, at 2:00 pm she took her meter to her physician's office. She was tested on the reported meter and prescribed oral medication. The result obtained at the physician's office was not provided. It would have been helpful to know whether the patient was ever able to obtain results on the reported meter, when she was last able to obtain a result prior to developing symptoms, her medication regimen, if she received medical attention when she lost consciousness, the result obtained at the physician's office, and treatment received at the physician's office. The customer care advocate (cca) discovered that the patient had been attempting to perform a check strip test, when she obtained the redo check prompts. The patient was unable to specify the check strip range or the condition of the check strips. The cca walked the patient through a control solution test and the result fell within specifications (96 control/88-120). The meter was replaced. This complaint is being reported as an adverse event since the patient was unable to obtain results, developed symptoms, lost consciousness, and received "sugar" treatment.